Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No pump error 25 was noted during testing, in the device history file, in the long trace file, or in the power management graph. Finally no unexpected insulin flow block alarms or delivery anomalies were noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 411 mg/dl. Customer was treated with manual insulin shots. Customer stated insulin pump was not working. Customer stated was using auto mode. Troubleshooting was performed. The insulin pump will be returned for analysis.